Event description:
Olympus received a voluntary medwatch report stating that catheter broke off during the procedure and intervention was required. No follow-up could be conducted due to no customer information being provided.